Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; a tear/cut on the underside of the silicone housing was noted. The position of the cam when valve was received was 170 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested, leaked from the tear/cut in the silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The valve was dried. The valve could not be pressure tested due to the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3100, with lot cnfbrm, conformed to the specifications when released to stock on the 25th may 2012. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: product made prior to compliance date, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2013 with setting 200mmh2o due to the communicating/ normal pressure (idiopathic). It was reported that the setting has been changed to 120-130mmh2o form 200mmh2o when the patient come to the site as the outpatient from the rehabilitation facility. The revision surgery was performed on (B)(6) 2017. (Only the valve 82-3100 was removed and replaced with a valve 82-3162). The current outcome was unknown. The patient is (B)(6) male. He has not a primary disease. The chronic subdural hemorrhage was developed on (B)(6) 2017. The physician commented that the possibility that the external forces, such as bumping somewhere, was undeniable. It was unlikely that porcelain is affecting at the rehabilitation facilities. (It was confirmed). There was suspicion that the blood and debris contaminated into the spinal fluid. The product will be returned to your site.